Event description:
Reporter alleged having discrepant blood glucose results of 87 mg/dl back to back with a result of 41 mg/dl when testing was performed 10 mins a part on the compact plus system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing, however, self treated with food and 5 units of rapid acting insulin. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.